Event description:
A customer contacted beckman coulter inc. (Bci) regarding a leak from the cap piercer at the waste line on the unicel dxc 600 pro synchron clinical systems. No injury was reported on this issue.

Manufacturer narrative:
A field service engineer (fse) was dispatched and flushed drain line to the waste.